Manufacturer narrative:
The insulin pump was received with no (act and up) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor, and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threading. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had been dropped in the toilette. The insulin pump was not physically damaged. The customer's blood glucose level was unknown. The device has been returned for analysis.